Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. In this case, it was reported that only 2 leaflets could be visualized. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted leaflet. Based on historical review of complaints, these events are typically a result of deployment of the valve too ventricular in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in pressure gradient between the ventricle and the aorta, resulting in inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the valve regurgitation and inability to visualize the leaflet/ possible restricted leaflet cannot be confirmed. Per report, the placement of the valve was appropriate and there was no report of overhanging leaflet. It is unknown if there was impingement due to the guide wire, or if the leaflet could have been caught on the first deployed valve. The patient did have low pressure starting from after the bav. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, there was significant cai after second valve deployment. Initially bav was performed with a 20mm edwards bav balloon. The patient¿s pressure remained low after bav (40-50). Subsequently a sapien valve was positioned 60:40. The valve moved aortic during deployment due to movement of the delivery system by the operator, with a final placement of 90:10 aortic. There was significant central aortic insufficiency (cai) and the decision was made to place a 2nd valve. The patient was placed on cpb after the first valve implantation. The second valve was positioned 50:50 to the native annulus, which resulted in significant cai. On tee it appeared that only 2 leaflets could be visualized. It was attempted to free the leaflet using a pigtail during which time a 3rd sapien was prepped. The third sapien was placed 60:40 to the native annulus. The cai resolved, the cpb was removed and iabp was placed in the patient. Patient is stable and transported to ICU.